Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip was inserted and placed on the valve. However, while establishing final arm angle (efaa), it was observed the clip opened from totally closed to more than five degrees. Troubleshooting was performed, but the issues continued to occur; therefore, the clip delivery system (cds) was removed and replaced. One clip was then deployed on the mitral valve, reducing mr to a grade of 1.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip was inserted and placed on the valve. However, while establishing final arm angle (efaa), it was observed the clip opened from totally closed to more than five degrees. Troubleshooting was performed, but the issues continued to occur; therefore, the clip delivery system (cds) was removed and replaced. One clip was then deployed on the mitral valve, reducing mr to a grade of 1.

Manufacturer narrative:
The device was returned for analysis. Returned device analysis was unable to confirm the reported clip opening during establish final arm angle (efaa). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported clip opening during efaa could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported clip opening during establish final arm angle (efaa) could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip was inserted and placed on the valve. However, while establishing final arm angle (efaa), it was observed the clip opened from totally closed to more than five degrees. Troubleshooting was performed, but the issues continued to occur; therefore, the clip delivery system (cds) was removed and replaced. One clip was then deployed on the mitral valve, reducing mr to a grade of 1.